Event description:
Boston scientific crm received information that this lead experienced high thresholds and was successfully repositioned. At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.